Event description:
A malfunction alarm labeled as alarm 20 was reported for the pump while it was in use. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.